Event description:
It was reported that an atrial high impedance warning was triggered and noise was seen on electrocardiogram by pressing on the pocket. Physician suspected lead fracture. The device setting was changed to vvi mode and lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.